Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the vela ventilator had an unresolved "xdcr fault" alarm condition. The customer reported that the issue occurred during use with a patient. The ventilator was replaced and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a failed pressure transducer on the main printed circuit board assembly.